Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely calcified and severely tortuous common iliac artery (cia). A 6fr non bsc introducer sheath was positioned in the patient. The 7.0x30mm express vascular ld stent system was advanced with no resistance noted while crossing the lesion. The physician had advanced the device further than necessary and as he retracted the device proximally to position, the express stent bumped into calcification, moved on the balloon and ultimately dislodged in the external iliac artery (eia). The stent was deployed distal to the intended location, in the eia, utilizing the balloon of the stent delivery device. The balloon was inflated once to 8atms. The procedure was completed after implantation of another of the same size express stent. Both stents were well apposed at procedure end. The physician felt the dislodgement occurred due to the severe calcification. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device